Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the returned pump has visible moisture in the display lens, no moisture observed in the battery compartment. Confirmed pump does not power on or go to the verify screen; no audible or vibratory sounds. Unable to download the black box and pump history. In- house leak test found a leak due to crack between upper right corner of the display lens and the case seal. Removed the pump cover; moisture ingress observed in the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated the pump powered off without user intervention and noted moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.